Event description:
The customer stated the 8 percutaneous tracheostomy tube had broken off at the flange a few days after it had been placed in the pt. The tracheostomy tube was removed and replaced with a 6dcfn.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a f/u report will be submitted.